Event description:
As reported to co by the patient's mother, "her son inserted the catheter, he had no problem when inserting the catheter, but when he withdrew it he scraped the bladder and the urethra. There was no visible bleeding but that her son was in extreme pain." She further states that "(the next) night her son passed a small piece of plastic in his urine stream. They have not seen him yet. The doctor prescribed vicodin and pyridate." The patient's mother says there is "a piece of catheter missing between the tip and the eyelet."